Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during a procedure to implant a 26mm sapien 3 ultra valve by transapical approach in aortic position the balloon ruptured at full inflation, the valve was successful implanted, well positioned and functioning. It was difficult to retrieve the delivery system and it broke in two pieces, eventually they managed to remove it. Patient was fine post procedure and no injuries occurred.

Manufacturer narrative:
The commander deliver system was returned with loader cap assembly inserted over flex shaft and inflation device with tubing and stopcock attached to balloon port. The nose tip, proximal inflation balloon, and guidewire lumen was returned completely detached from handle. The returned device was visually inspected, and the following were noted, longitudinal and full radial burst at inflation balloon area. Balloon material of the proximal shoulder was found inverted to the flex shaft. Dimensional inspection was performed; the inflation balloon single wall thickness was measured along the edges of the burst location and all measurements taken of the balloon single wall thickness met the specification. No functional testing was able to be performed due to the nature of the complaint (balloon burst). The complaint was confirmed through visual inspection. No imagery provided therefore no imagery evaluation performed. A risk assessment was performed on the reported event and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. A device history record (DHR) review was not done as the event is captured in an existing technical summary. A lot history review and complaint history review was not done due to existing technical summary no IFU/training deficiencies were identified. For the complaint, failure balloon burst, the event was caused by patient conditions. Procedural factors caused the event withdraw catheter through vasculature/sheath difficulty or inability to withdraw system through sheath and system components separate during use distal tip since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
B5 updated.

Event description:
As per medical opinion, the root cause of the balloon burst was unknown. There was no calcium in annulus, lvot nor stj, most of the calcium was located in the leaflets.